Event description:
It was reported that a revision surgery was performed due to patella became loose.

Manufacturer narrative:
The associated genesis ii/legion resurfacing patellar component was returned and evaluated. A lab analysis noted scratches, burnishing, and damage were observed on the articular surface and side of the patella. Cement was still covering the entire cement pocket of the implant. No material or manufacturing deviations were observed in the course of this investigation. A clinical evaluation indicated that no patient information or clinical/medical documents has been submitted for review. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.